Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected a21 alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump display went blank. Customer stated that the insulin pump had unexpected restart alarms. Customer stated that they were able to clear alarm. Customer stated that the piece on battery compartment was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.